Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, a drill bit broke during use. No fragments were reported to have fallen into the surgical site. Back-up equipment was used to complete the procedure, without causing a clinically-relevant delay. No user or patient injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The quality investigation is still ongoing. A follow-up report will be submitted if the investigation requires.